Event description:
Had repair of broken femur and radius with stryker metal plates on (B)(6)2017 and on (B)(6) 2018 after having suffered pain and noticed deformity of my arm xrays showed both plates were broken and bones were broken again, was told by my md that he spoke with stryker rep, and he was told that rep had given him the wrong plates and I underwent 2nd surgery on (B)(6). Had broken plates removed and new ones put in place. Have new stainless steel plates.